Event description:
The customer called for help with his meter. While troubleshooting, it was discovered that segments were missing from the meter display. The customer was not aware of the missing segments, but no adverse events were alleged. A new breeze2 meter kit was sent to the customer. He was advised by customer service to dispose of his breeze meter once the new meter arrived. No product will be returned.